Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal. The healthcare provider (hcp) was concerned about possible overinfusion. The patient was seen a couple of different times for a loss of pain control/withdrawal and the patient¿s drug screen for morphine was negative. Programming was checked and was accurate. The pump was refilled in (B)(6) 2014 and there was no residual morphine, which accounted for the withdrawal and drug screen being negative. The device system was used to deliver morphine. It was later reported that volume discrepancies occurred and the cause of the discrepancy was suspected overinfusion. The patient experienced underdose symptoms. The patient was seeing a different managing physician, but returned to the reporting hcp for injection therapy because he wasn¿t getting the relief that he thought he should have been getting from the pump. So, in (B)(6) 2013, the hcp¿s intentions were for injection therapy and possible short-acting narcotics for breakthrough pain. The patient was seen on two separate occasions, shortly after the (B)(6) appointment, stating that he thought he was experiencing withdrawal and asked if the hcp could read his pump. On both occasions, the telemetry reading was appropriate;however the hcp was ¿baffled¿ when the urinalysis showed up negative for morphine. When the patient went into the office in (B)(6) for a refill, there wasn¿t any residual morphine. After reading a field action letter, this explained to the hcp why the urinalysis was negative and why the patient was experiencing withdrawal symptoms. The hcp¿s temporary solution to the problem was to bring the patient into the office, remove the morphine and replace it with saline until he could determine if the pump needed to be replaced or if it was okay to refill it again with morph ine. The hcp figured that a six month time span would be appropriated and cost effective, if he had to bring the patient into the office frequently to measure the pump residual volume. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The event/difficulty occurred on (B)(6)2013.